Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The forceps elevator wire (k-wire) was broken. Angulation in the up direction was out of standard value due to wear of angle-wire. There was crease at the charge coupled device (ccd) lens. There was crumple at the connecting tube and universal cord. The scope connector cover was deformed and discolored. Electrical connector was corroded. There was crease at the scope-connector at universal cord. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps elevator wire of the duodenovideoscope was broken. The issue was found during maintenance. The intended procedure was completed using a similar device and there was no delay in procedure. The device was returned and an evaluation revealed, the inside of the light guide lens was dirty. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for correction to event description regarding procedure and patient involvement. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, there was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed by reprocessing, as its adhering to an area that was not external surface of the device. However, the cause of the event is likely due to light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in the humidity may have been invaded inside the lg-lens and caused corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.